Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suture cinch was utilized in an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026, for the treatment of obesity. During the 5th suture during the procedure, the tech fired as normal, but the inner cinch wire broke. The tech had to use a hemostat to grab the inner wire and fire manually resulting in successful deployment. The procedure was completed with the original device. No patient complications were reported as a result of the event. The complainant reported that the territory manager observed the technician removing the safety and holding the handle open while the physician tightened the suture, rather than waiting until the suture was tightened to remove the safety and fire the device in one continuous motion. However, according to the instructions for use (IFU), "remove the safety spacer from the cinch handle while maintaining suture tension."